Event description:
It was reported that a pericardial effusion occurred. A watchman access system (was) was positioned and a 21 mm watchman laa closure device & delivery system (wds) were selected for use during a left atrial appendage (laa) closure procedure. The closure device was successfully implanted. It was reported that there was a baseline effusion seen on the pre-procedure transesophageal echocardiogram (tee). The effusion remained the same size at the end of the procedure measuring 2.3mm. At this point, the physician performed a pericardiocentesis and drained 200cc of fluid successfully resolving the effusion. The patient's activated clotting time (act) was 130 at the time of the pericardiocentesis. There were no further patient complications and the patient was discharged home.